Manufacturer narrative:
The device was evaluated by a philips field service engineer (fse). After evaluating the device, the fse replaced the speaker, but that did not resolve the issue. The fse determined that the main board was faulty and needed to be replaced. The device was operational after repairs were completed and the device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that that the device is showing a speaker malfunction inop error and not emitting any sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.